Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification from switzerland that a patient with a 31mm unknown valve implanted in mitral position underwent a valve-in-valve intervention after an unknown implant duration due to unknown reasons. A 29mm transcatheter valve was successfully implanted within the edwards surgical valve.

Manufacturer narrative:
The following sections were updated/corrected/added: h6 (investigation findings and investigation conclusions). H11: additional manufacturer narrative. Due diligence attempts were made to gather additional information regarding a device failure mode; however additional information is not available at this time. Patient medical records were not provided by the hospital for review, or the medical records provided do not clarify the device failure mode. The root cause could not be determined. Since no edwards defect was identified, corrective or preventative actions are not required.